Manufacturer narrative:
Zimmer biomet complaint number (B)(4).   PMA/510k: k011028, k013227.

Event description:
It was reported implant broke and had to be removed. Tooth location not reported.

Manufacturer narrative:
One impl tapered scr-v ha 3.7 mm 3.5mm 13mm (tsvh13) was returned for investigation. Visual evaluation of the as returned implant identified fracture at collar area and damaged coating. Functional testing could not be performed since the product was fractured. Pre-existing conditions noted on the per were unknown bone density. The reported device had been placed on tooth #22. Picture or x-ray evidence not provided. Appropriate documentation was reviewed. DHR review for the lot (1248367) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1248367) for similar events and no other complaint was identified. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes." H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections have been updated: b4: date of this report. B5: describe event or problem. D6a. If implanted, give date. D6b if implanted, give date. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H10: added manufacturer narrative.

Event description:
Customer reported same day replacement on this, 1/25/22 placed, removed, area 22.